Event description:
It was reported that the aseptic battery housing opened during two knee procedures and the non-sterile battery fell into the sterile field. There were no allegations of adverse consequences associated with this event and no report of any delays.

Manufacturer narrative:
The device has not been returned to the MFR for eval, and the lot number was not provided. Attempts are being made to retrieve the device. If add'l info is rec'd, a f/u report will be made.